Manufacturer narrative:
The device was explanted and replaced without incident. As of today, the explanted device has not been returned for analysis.

Event description:
Boston scientific crm received information via latitude red alert that this implantable cardioverter defibrillator (ICD) displayed high pacing lead impedance measurements. Technical services (ts) reviewed the most recent daily measurements and indicated that the rv pace/sense measurements were around 500 ohms for the past 7 days. The weekly average which contained the out of range pace/sense impedance measurement was not in the trend table since it had been averaged out. There were no episodes with therapy in the arrhythmia logbook but there were stored episodes with noise on rv pace/sense channel which had caused ventricular fibrillation (vf) episodes which had begun to charge and diverted. Ts indicated that bringing the patient in to troubleshoot would help in further evaluating lead. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available. New information received indicates that this patient has submitted paperwork as part of the litigation process. The patient alleges inappropriate shocks.